Event description:
It was reported that the lead was explanted due to oversensing. No patient complications have been reported as a result of this event. Additional information was received reporting that there was an apparent lead fracture and the patient received inappropriate therapy.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor was fractured; partial lead in segments was returned for analysis.